Event description:
A follow up call was made to the customer. The customer reported the insulin pump had condensation inside the screen. Customer had to do frequent battery changes and has to restart the device to complete the rewind sequence. Customer's blood glucose was not provided. Customer declined being transferred to perform troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.